Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 2 months following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) occurred. It was reported that expansive force of the valve maybe insufficient due to calcification and stenosis of the native valve and the valve might be recoiled. One month and ten days later, a balloon aortic valvuloplasty (bav) was performed due to the pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the severe aortic regurgitation reported was severe paravalvular leak (pvl). No additional adverse patient effects were reported. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. One (1) movie clip provided was provided with the complaint. Based on the reviewer¿s discretion, the movie clip was from a post implant computed tomography (CT). The valve¿s waist portion appeared constrained in the native leaflet area but the inflow was fully expanded in the annulus. The imaging provided could not confirm the reported severe paravalvular leak (pvl). Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl may have been attributed to the patient¿s existing calcification and the condition of the native valve as it was seen on CT that the valve was constrained at the level of the native leaflets but fully expanded at the annulus. However, a root cause for the pvl could not be conclusively determined. It was also reported that the expansive force of the valve may have been insufficient due to calcification and steno sis of the native valve, factors which could affect valve expansion and lead to an impaired seal. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a concl usive cause could not be determined from the limited information available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.